Event description:
On (B)(6) 2011, during total hip arthroplasty, on an attempt to implant the final cementless stem, a complication occurred in the form of femoral shaft fracture in relation to the patients age.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, it there was no deviation or failure investigation report. Product analysis: analysis of the returned products shows no defect. The product is in conformity with its definition. This analysis has not highlighted any product failure: the need for corrective action is not indicated.